Manufacturer narrative:
Concomitant medical product: 4557m-53 lead, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrograms showed a lot of interference noise on both right atrial (ra) and right ventricular (rv) leads. Both leads remain in use. No patient complications have been reported as a result of this event.